Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the status light of the home monitor remains orange and then turns off, despite activation of the pit button.

Manufacturer narrative:
Upon reception, the returned home monitor was tested and the reported behavior was confirmed: the status light is constantly lighting in orange and turns off after a few minutes, and the device is out-of-order. Analysis revealed that the observed issue most probably resulted from a communication issue with the sim card. Based on available data, it is suspected that this event is linked to a hardware issue. However, the root-cause could not be determined with certainty. This case is isolated.

Event description:
Reportedly, the status light of the home monitor remains orange and then turns off, despite activation of the pit button.